Event description:
It was reported in a literature review that a pediatric patient underwent a cardiovascular surgical procedure on an unknown date and absorbable hemostat was used. After redo median sternotomy, cardiopulmonary bypass was established through aortobicaval cannulation. Reconstruction of right ventricular outflow tract was done by infundibular muscle resection and transannular bovine pericardial patch (tap) extending beyond the left pulmonary artery (lpa) origin. There was bleeding from the needle holes in the tap around the lpa origin. This was controlled using absorbable hemostat. After hemostasis, the patient's chest was closed and the patient was transferred to intensive care. The following day, echocardiogram before extubation revealed moderate right ventricular dysfunction, and right ventricular systolic pressures were elevated to 65 mmhg. There was a large, well-defined echogenic mass of 15 × 11 mm size, occluding the lpa origin. The obstruction to the lpa flows was earlier thought to be due to large thrombus or a foreign body. Cardiac catheterization was considered, but deferred after discussion with the concerned surgeon. Re-exploration was then undertaken to evaluate the reason for obstructed lpa flows. The patient underwent another surgical procedure and right ventricular contraction looked poor. From the distal end of tap, remnants of absorbable hemostat were gently removed. Blood flow across lpa on echocardiography was normalized and right ventricular contractility normalized due to reduction of right ventricular systolic pressure to 30 mmhg. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.